Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - axcel. It was stated the spring arm was defective causing a risk of headlight fall. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On 13th september 2022 getinge became aware of an issue with one of surgical lights - angenieux. It was stated the spring arm was defective causing a risk of headlight fall. It was confirmed by photographic evidence the headlight with fork detached and hanging on the cables from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th september, 2022 getinge became aware of an issue with one of surgical lights - axcel. It was stated the spring arm was defective causing a risk of headlight fall. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 13th september, 2022 getinge became aware of an issue with one of surgical lights - angenieux. It was stated the spring arm was defective causing a risk of headlight fall. It was confirmed by photographic evidence the headlight with fork detached and hanging on the cables from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Previous d1 brand name: axcel. Corrected d1 brand name: angenieux. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights - angenieux. It was stated the spring arm was defective causing a risk of headlight fall. It was confirmed by photographic evidence the headlight with fork detached and hanging on the cables from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Defective part bras d'équil. 4000/ax10 s/sax spav s. V (ard567214995) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert at the manufacturing site, the detachment of the angenieux light head ax10 187104m sn (B)(6) was caused by the tearing of the front axle of the spring arm ard567214995 sn (B)(6). According to the photographic evidence, this tear was probably due to an excessive stress. A material weakness is excluded as the device has been installed since 2003. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.